Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer¿s blood glucose level had no adverse impact. Customer reverted to alternate method of insulin therapy.